Manufacturer narrative:
Customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to troubleshoot the issue. The fse completed routine troubleshooting but could not find a specific cause for the issue. They replaced valves on the eic, valve head on ratio pump, sample probe, syringe, 3-way valve, decontaminated the ise (ion selective electrode) unit and replaced the carbon bridge per decontamination procedure and then loaded new reagents. After completing these tasks the system was returned to full functionality in conclusion, the cause of this event is hardware although one part cannot be confirmed as the primary failure mode. The beckman coulter internal identifier for this event is case-(B)(4).

Event description:
The customer reported obtaining multiple high sodium patient result on their unicel dxc 600 pro synchron system. No issues with sample integrity were reported by the customer. The result was not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.